Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
*This event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable*

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that on (B)(6) 2024, the subject reported that loss of efficacy  and urgency incontinence have gotten much worse and going through 2-4 packs of depends a month; the subject reported that they have not been able to communicate with device for sometime time, felt it was very helpful when it was working; physician discussed how device is at end of service and options to get device replaced and subject agreed to this plan. It was reported that this was possibly related to the device or therapy but not related to implant procedure or programming.  The event is ongoing. Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it was stated that during an unscheduled clinic visit on (B)(6) 2024, the subject reported that urgency incontinence has gotten much worse and she is going through 2-4 packs of depends a month; the subject reported that she has not been able to communicate with device for sometime time but felt it was very helpful when it was working; physician discussed how device is at end of service and options to get device replaced and subject agreed to this plan. On (B)(6) 2024: subject had followup from explant/reimplant and reports no changes ; was recommended to change programming and was walked through this via phone call the device was explanted or replaced component: entire system action date: (B)(6) 2024.